Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: a review of the pump black box revealed unexplained pump reboots and continual power rebooting, however this was not duplicated during the investigation. The pump powered on with no alarms. The pumps electrical current draws were within specifications. The pump was exercised for 24 hours using the returned battery cap with no alarms or power issues occurring. The pump was opened and there was no damage or internal moisture found to the power circuit. Unrelated to the original complaint, the display appeared dim and discolored and was difficult to read.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.